Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, separating the heat shrink inside the distribution node. The exposed wires caused thermal damage to multiple components during testing. The cause of the pulse test failure is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed pulse testing.